Event description:
Information received does not address the patient's clinical status but notes >2000 ohms lead impedance and dashes (---) for pulse amplitude, pulse current, pulse energy and pulse charge. The lead tested normal prior to connecting to the generator. The device was pacing and sensing appropriately. Flouroscopy did not reveal any lead fractures. The pocket was opened and when the connection was found to be tight, the physician elected to replace the pulse generator.